Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized on the same day as the event onset. On an unreported date, the patient was treated with injections of vancomycin and ceftazidime (1g, ongoing, frequencies, routes and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.